Event description:
It was reported that the patient was implanted with inflatable penile prosthesis and over the last several months the patient noticed, the implant was not inflating completely, and then finally it would not inflate at all. The patient underwent a replacement surgery, and it was found that the reservoir had fluid loss due to a hole in it. All the components were replaced. There were no patient complications.